Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is attributed to a loose grip cable. The instrument was found to have a loose pitch cable at the proximal end. Visual inspection displayed no signs of physical damage internally or externally. There were no loose screws inside of the housing. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the 8mm fenestrated bipolar forceps was moving non-intuitively. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.